Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter aortic valve at an implant depth of -1 millimeters (mm) on the non-coronary cusp (ncc) and 2 mm on the left coronary cusp (lcc), paravalvular leak (pvl) was observed. Subsequently, a balloon aortic valvuloplasty (bav) was planned. Upon the insertion of the balloon, the balloon became tangled on the valve tab, resulting in the dislodgement of the valve above the sinotubular junction (stj). Subsequently, a new valve was implanted. Additional information was received that the severity of pvl was moderate.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter aortic valve at an implant depth of -1 millimeters (mm) on the non-coronary cusp (ncc) and 2 mm on the left coronary cusp (lcc), paravalvular leak (pvl) was observed. Subsequently, a balloon aortic valvuloplasty (bav) was planned. Upon the insertion of the balloon, the balloon became tangled on the valve tab, resulting in the dislodgement of the valve above the sinotubular junction (stj). Subsequently, a new valve was implanted.